Event description:
It was reported that the patient presented to the clinic for a right ventricular (rv) lead revision because the rv lead had exhibited high pacing impedance and loss of capture. The rv lead was capped on (B)(6) 2026 and successfully replaced. The patient remained stable.